Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their recharger was not working and the patient needed to turn their implantable neurostimulator (ins) off on (B)(6) 2016 for an MRI. The patient was unable to charge their ins and could not communicate with the ins using either the patient programmer or the recharger. The patient charged their ins fully 6 months prior to the report and never used it. The ins was dead and the patient was in the process of getting their device explanted. It was noted that the patient's spine was "killing them." They were having problems with their spine and they thought the device was causing it. It was noted that the device had done nothing but cause them problems since it was implanted. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the reason for the MRI was spinal pain. Steps taken to resolve the discharged device were noted as the ins was reset and cleared all warning signals so the machine can charge. The device was still a concern for the patient and her therapy had not changed. She noted that the ins no longer helps, it now increases her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.